Event description:
On (B)(6) 2013, kci regulatory received article, "comparison of negative pressure wound therapy using vacuum-assisted closure with advanced moist wound therapy in the treatment of diabetic foot ulcers," which reported that a patient experienced osteomyelitis while using v.a.c. Therapy. Dates not provided. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. There have been several attempts made to gather additional information, but there has been no response. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged osteomyelitis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.